Event description:
It was reported that ventricular fibrillation occurred. A left atrial appendage (laa) closure procedure was attempted. A double curve watchman truseal access system (was) was used and a 24mm watchman flx laa closure device with delivery system were prepared for use. The septum was crossed with no complications. The transseptal sheath was exchanged out for the was and the 24mm device was prepped. During this time, the patient went into ventricular fibrillation. The patient underwent defibrillation, but a premature ventricular contraction occurred and the patient went back into ventricular fibrillation which required a second defibrillation. The case was aborted. The patient fully recovered and was discharged from the hospital two days post procedure. The procedure was rescheduled for (B)(6) 2021.